Manufacturer narrative:
Initial reporter: occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter (B)(4) compared to a laboratory using the thromborel s reagent. The meter result was 4.7 inr. The result from the laboratory within one hour was 3.2 inr. The customer's therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
The customer returned the test strips for investigation. The returned test strips were measured with a reference meter using liquid qc of a high level. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.6 inr. Qc 2: 2.6 inr. Qc 3: 2.8 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.